Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Report source: event occurred in (B)(6).

Event description:
It was reported that during the initial procedure, the articular surface would not sit in the tibial tray. An articular surface in the next size up was opened and successfully implanted. Attempts have been made and no further information has been provided.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were update/corrected updated: b4, b5, g4, g7, h2, h3, h6. The reported event was unable to be confirmed due to limited information received from the reported. No product, images, or medical records were returned for evaluation. Review of the device history records identified no deviations or anomalies during manufacturing. A definitive root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.